Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s symptoms were unrelated to the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. It was also reported that the right atrial (ra) lead exhibited over-sensing and under-sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.